Event description:
It was reported that the system displayed a stator error message. This will likely cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.